Event description:
It was reported that the flex video scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No change to customer event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. The device was not returned to olympus, and culture testing was unable to be performed. The root cause was unable to be determined. Olympus will continue to monitor field performance for this device.